Event description:
Reporter indicated that following vns implant surgery, the patient developed an infection involving the chest incision and also has vocal cord paralysis. Further follow up revealed that the patient did not have an infection after all, but was diagnosed with vocal cord paralysis by an ear, nose, throat dr in 2002. It was reported that hoarseness was noted immediately following the implant surgery. The vocal cord paralysis was reportedly treated with cortizone without success. It is not known at this time whether or not stimulation has been initiated. Attempts to obtain additional information have been unsuccessful to date.